Event description:
It was reported by service report that the head end jack would not pump up and it was stuck in the low position. The customer could not determine if there was patient involvement; however, no adverse consequences were reported.